Event description:
The issue reported involved a pump's quick bolus/wake button, which was difficult to press and often required multiple presses to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button correctly but, despite these efforts, the button remained extremely difficult to press. Consequently, technical support decided to replace the pump. The customer was asked to return the problematic pump using a pre-paid label within ten days and was provided with a backup therapy plan to ensure uninterrupted insulin delivery.